Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® sst¿ blood collection set, one (1) of the stoppers popped out of the tube causing blood to leak out. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Therefore, 29 retained samples underwent functional testing, and two samples failed as the issue of stopper creepout/stopper pop off was observed. No definitive root cause from the manufacturing process has been identified as a contributor to the reported defect of stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® sst¿ blood collection set, one (1) of the stoppers popped out of the tube causing blood to leak out. No patient or user impact reported.